Manufacturer narrative:
Other, other text: the device was received by masimo japan; however, the customer requested the return of the product and refused repairs and failure analysis of the device. Therefore, an evaluation of the device was unable to be performed. If new information is obtained, or the device is sent back to masimo for analysis a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that the device provides "inaccurate [spo2] readings". There was no patient impact or consequence reported.